Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high capture threshold issue was observed. The impedance values were normal. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable with no adverse consequences.